Manufacturer narrative:
Patient information is not available for reporting. UDI: (B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Reporter telephone number: (B)(6). (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 04.027.036s, lot # l045455: manufacturing location: (B)(4), manufacturing date: 11. July 2016, expiry date: 01. July 2026: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the blade cannot be closed during the surgery performed on (B)(6) 2017. Reportedly there was no surgical delay or patient harm. Patient status reported as excellent. Procedure was completed successfully with no additional medical intervention required. This report is for one (1) pfna blade perf l105 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was performed. The complained blade was received in unlocked condition. Signs of usage at the connecting and shaft are visible. A functional test has shown that the implant is working as intended. The blade in question could be locked and unlocked as foreseen. We were not able to reproduce the complained problem. Based on this the complaint is rated as unconfirmed, and not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. There is no particular information on what's happened to this article by customer. Based on this we are not able to determine the exact reason for this reported problem, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.